Event description:
Nt821731c - the white adjustable screw that adjusts the buretrol slowly became loose over time. Within an hour, it had fallen enough that patient dumped csf. When re-adjusted to the ordered setting, they then noticed it began to slowly fall again. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot number of the affected device was not provided by the customer. No associated capas. Risk management review: a review of (B)(4) medical device hazard analysis (rev 13), identifies the hazard situation as "4.10 - funneled burette tube screw failure." The risk level is considered moderate. Based on complaint of "buretrol screw becomes loose over time." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information regarding the alleged failure. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - the white adjustable screw that adjusts the buretrol slowly became loose over time. Within an hour, it had fallen enough that patient dumped csf. When re-adjusted to the ordered setting, they then noticed it began to slowly fall again. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4) per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 4.10 - funneled burette tube screw failure effect (harm): delay in patient treatment, over drainage/ under drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.